Manufacturer narrative:
(B)(4). The customer declined an event log review and product evaluation. No failure investigation could be performed. The customer's internal investigation determined the cause of this event to be user error.

Event description:
Customer reported heparin over infusion. Customer reported from their analysis of the event log the nurse had a soft max during programming and switched the infusion to a basic infusion instead of using guardrails. The nurse made a dose calculating error and the pt received an over infusion. There was no pt harm or medical intervention. Although requested, no additional pt or event details were provided by the customer.